Event description:
It was reported that the patient could not get their stimulator to work. It was noted that the issue began about a month prior to the report. The patient could not get their device to charge up. The patient hadn¿t used it in a long time and it needed ¿to be redone.¿ the patient had an appointment with their health care provider on (B)(6) and wanted a manufacturer representative to be present at the appointment. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 37743, serial # (B)(4), implanted: (B)(6) 2009-02, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).